Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 2022 and (B)(6) 2023 recorded the gradually increasing pacing impedance from initially 1100 ohms to 1500 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an estimated implantation period of approx. 43 months, an increase in rv impedance with an intermittent loss of capture during a threshold testing was observed. The lead was reportedly replaced on (B)(6) 2023 but it is currently unclear whether it was capped or explanted. Should additional information be received, this file will be updated.